Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of call. Customer¿s blood glucose level was 400 mg/dl at morning and after two hours blood glucose level was 600 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer was able to perform high pressure test at this time. The product will not be returned for analysis.